Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2010 (B)(6), 4194 left ventricular (lv) lead 2010 (B)(6). (B)(4).

Event description:
It was reported by remote transmission there was loss of capture observed and the patient's rate went low. It was determined there was over sensing on the ventricular lead. The lead is still in use. No further patient complications were reported as a result of this event.